Event description:
On (B)(6) 2011, customer reported that the hmx autoloader had a leak at the probe. Customer stated that less than 2 ml of fluid leaked. The leak was outside the unit near the manual aspiration area. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found pinch valve 40 (pv40) broken. Fse noted that the broken valve reduced the amount of high vacuum at port 3 of the probe wipe. Fse further noted that this allowed build-up to accumulate at port 3 and cause the probe wipe to drip. Fse replaced pv40 and cleaned the probe wipe. This resolved the leak and no further problems were reported.

Manufacturer narrative:
(B)(4).